Manufacturer narrative:
Investigation pending.

Event description:
Customer alleges discrepant results with meter compared to lab: on (B)(6) 2011: 1st inratio 5.4, 2nd inratio 4.2. On (B)(6) 2011: inratio inr = 3.8 using lot# 266050. Inratio inr = 3.1 using lot# 23114. Lab inr = 1.4. Pt tested on fresh finger each time, retest done a few minutes apart, lab draw compared within 45 minutes after testing on inratio meter. Pt's therapeutic range is 2-3.